Event description:
Literature was reviewed regarding use of rh-bmp 2 in thoraco-lumbar pyogenic spinal infections: a french series of 20 patients and l iterature review.  Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: clydesdale cages, inductos, longitude percutaneous pedicle screw system and pass-lp pedicle screw system. Among patients adverse events / device product performance issues included: off lable use of inductos. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
D1, d.4. Product identifiers are unknown. G4. PMA / 510(k) #- unknown as product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Citation: use of rh-bmp 2 in thoraco-lumbar pyogenic spinal infections: a french series of 20 patients and literature review. Avinens valentin , fuentes st´ephane, meyer mikael, may adrien, choucha anis, weman l´eo, dufour henry, d¿artigues jean, graillon thomas, leschiera julie, farah kaissar. Doi: https://doi.org/10.1016/j.neuchi.2026.101832. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.